Event description:
An authorized service center for the MFR (mckinley medical) reported a complaint rec'd from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that the pump alerts "system malfunction". There is no report of pt injury.